Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645, lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a loose right ventricular (rv) lead set screw. The right ventricular (rv) lead exhibited high impedance and a sensing detection problem was observed on both the rv and atrial lead. The revision was performed to push the set screw back into place and to tighten the set screw. The ICD remains in use. No patient complications have been reported as a result of this event.